Event description:
Please note while running this call, while charging the monitor for defibrillation the first time, it failed to fully charge on the first attempt. After the second time, it did charge all the way. During the second resuscitation attempt, the monitor failed to charge altogether, even after the monitor was plugged in and charging. Attached was a screenshot of what the monitor stated. Monitor off for service.